Event description:
A stainless steel 36+0 head was removed and replaced with another 36+0 stainless steel head due to suspected infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.